Event description:
It was reported that the customer got into the swimming pool, accidentally, while the insulin pump was still attached to them. The customer had been in the water for an hour before they realized they had the insulin pump attached to them. The customer's blood glucose was 77 mg/dl. The caller stated that there was no water under the screen or anywhere else. The display was still working, but the caller stated that there was a large scratch on the screen, which was caused when the customer tried to move a big chair. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump had no moisture damage found inside. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.